Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency department after vibratory notifiers for securesense non-sustained ventricular oversensing. The physician was able to reproduce the noise with arm movements. All other electrical parameters were normal. Physician performed programming changes and discussed lead replacement for a later time. Patient was stable.